Manufacturer narrative:
Na

Event description:
It was reported that the surgeon had problems with the hole pattern in the ring and that the patient's surgery had to be re-scheduled. We were not able to obtain details such as part number, lot number, or surgery outcomes.